Event description:
During a coronary intervention, doctor was advancing the balloon and the shaft broke in two. The balloon was removed from the patient with no difficulties. This is the 2nd quantum apex in a few months to break in two.